Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep responded from follow up sent. Rep reported they saw patient in december, there were 9 electrodes that were ¿out of range¿(40,000). Saw patient again last friday, 1/8. Patient now has 11 electrodes ¿out of range¿. Unable to determine cause. Patient was reprogrammed in december using active electrodes. While we got the stimulation back, it was less than satisfactory compared to initial coverage. Last friday, rep attempted reprogramming again using only the 5 viable electrodes. Unable to get stimulation into patient lower back where it is needed. Issue has not been resolved. Revision surgery set for 1/21. Weight is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient still had back pain for the last 3-4 weeks and some of her settings are off. Patient stated she met with a rep and they told her 9 of the electrodes are off. Patient asked if the electrodes can be reconnected.

Event description:
Additional information was received from the patient. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the stimulator does nothing for her and never helped her pain and she like to know if its ok to let the implant go dead. The patient was redirected to their healthcare provider to further address the issue. Patient stated dr (B)(6) was the implanting doctor and dr kirby is the pain management doctor. Further, patient reported the leads were coming out of the ins and nothing was working and lead was replaced sometime in 2021 but still not working.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2021, product type: lead; product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Reported they were at revision surgery today. A couple weeks after initial implant patient had a series of bad electrodes 11 of them were bad and 5 were good. Reprogramming didn't result in good coverage. In the revision today, hcp initially removed the leads and there was no visible damage, hcp reinserted, and tested impedance and all the same electrodes were bad. Hcp then replaced the lead slightly higher at mid t8, the lead was at top of t9 before. Impedance test was done, and all the electrodes were 500-700 ohms. Hcp then disconnected and tunneled the lead to place in the body and checked impedance again and it was all good. Post-op in recovery, when rep tried to program, he couldn't get stimulation. Rep then tested impedance and all the same electrodes that were bad previously had returned. 0 / 1 at 40k ohms, 2, 3 / 4 at 10k ohms, 5-10 40k ohms, electrodes 14 / 15 were good, and the rest was bad. Rep said hcp will wait for 2 weeks and decide the next step.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: lead, product ID: 977c165, lot#serial#: (B)(6), implanted: on (B)(6) 2020, explanted: on (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2021, product type: lead, product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported everything is fine now. Patient is getting good coverage and doing very well.